Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue could not be replicated in a testing environment due to the device returned condition as the clip was not able to close. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior mitral leaflet (pml) on a patient that had a previous ring repair surgery. A mitraclip xt (50206r1004) was inserted without issues. However, while in the valve, one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A second clip, a mitraclip xt (50206r1006) was inserted, and grasping was performed. However, the clip became caught in chordae. Troubleshooting was performed and the clip was removed from chordae. However, a chordal rupture from the posterior mitral leaflet (pml) was observed. Therefore, the clip was removed from the patient and the procedure was discontinued. The patient was transferred to surgery to undergo mitral valve replacement surgery due to the chordal rupture. The patient was reported to be in stable condition.